Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours, the customer also doesn't cycle the cartridge during the load sequence which is considered off label use.